Event description:
Reportable based on device analysis completed on 18-dec-2014. It was reported that a balloon shaft kink occurred. The 90% stenosed, 28mmx2.7mm, de novo, concentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. Following predilation, stent implantation was performed. Subsequently, a 15mmx2.75mm nc quantum apex¿ balloon catheter was advanced for postdilation. However, upon advancing the catheter, the shaft kinked at a segment outside the y-valve. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
(B)(4). Returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 68.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities to the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).